Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the breath delivery (bd) power controller distribution printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator generated an intermittent alarm when disconnected from and reconnected to alternate current (ac) power. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.